Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated with injections of vancomycin (1g, 5/day/ ¿night dual¿), tobramycin (40mg, day/ ¿night dual¿), and heparin (5000iu per exchange). The cause of the peritonitis was not reported. It was not reported if the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date, the patient made a mistake and had a break in aseptic technique, which led to peritonitis. It was clarified that a peritoneal effluent culture was not performed. On an unreported date, the patient had completely recovered from peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.